Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use in the dialysis center, the disconnection of the "y part"/juncture and catheter at the site of conjunction of the metal connector to catheter occurred. Dr. (B)(6) stated that this may have occurred as a result of the psychiatric patient himself stating also that the patient was restless and moving. As a result of the disconnect, the patient bled to death. The other side, the patient was not strong and was partially immobile, but the patient was restless, moving, and per dr. (B)(6), it cannot be excluded that patient manipulated the catheter. The patient was a (B)(6) male psychiatric patient. The insertion site was the right subclavian vein and the cause of death was hemorrhagic shock.

Manufacturer narrative:
(B)(4). Device evaluation: the report that the catheter body had separated from the juncture hub was confirmed. One nextstep hemodialysis catheter was returned. The catheter body was separated from the extension lines and also separated into three pieces. The compression cap was still attached to the extension line assembly. The components were microscopically examined. The proximal end of the extension line hub cannulas had significantly more blood/biological material on them than the distal ends indicating that the catheter body may not have been fully seated on the cannulas. No other defects or anomalies were observed. Cannula drawing a lists the width at .135 +/-.002 inches and the height at the distal end at .074 +/- .002. The width was measured at .1345" and the height at .076". Cannula drawing b lists the width at .135 +/-.002 inches and the height at the distal end at .074 +/- .002. The width was measured at .136" and the height at .076". All measurements were within specification. The catheter extrusion drawing lists the "dd" lumen height at .059" min and the lumen width at .135 / .150". The lumen other remarks: height was measured at .060 for both lumens. Both lumens measured .140" (9/64") in width. Chronic hemodialysis catheter module requirements specifies the tensile strength of the catheter body to juncture hub at 44.5 n (10 lbs). The catheter body was fully seated onto the juncture hub cannulas and the compression sleeve and hub was attached. The assembly was tested using a force gage. A tensile force of 48.9 n (11 lbs) was applied with no separation occurring. The catheter body was reassembled onto the juncture hub with the catheter body inserted halfway onto the cannulas and the pull test was repeated. The catheter body separated from the juncture hub when 29.4 n (6.6 lbs) of force was applied. The instruction booklet directs the clinician to insert the hub connection assembly cannula into the lumens of the catheter. The IFU cautions: ensure the hub connection assembly cannula is fully seated into the catheter and that no cannula is visible. Failure to do so could compromise compression of the catheter onto connector and catheter separation could occur. A device history record review was performed and did not reveal any manufacturing related issues. A risk evaluation was performed for this issue. Since it appears that the body may not have been fully seated onto the juncture hub and it was reported that the patient may have manipulated the catheter, operational context caused or contributed to this event. No further action will be taken.